Event description:
Patient reported having a "textured product" and "a lump in the right ruptured breast." The event of lump is not device related. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell and observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior side assessed as a surgical impact opening.

Event description:
Patient reported right side having a "textured product" and "a lump in the right ruptured breast." The event of lump is not device related. Device has been explanted.